Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. During the visual inspection, the instrument was found to have a broken distal clevis at the base of the clevis. The broken pieces were not returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the permanent cautery hook broke off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when trying to take instrument out, the hook would not swivel and got stuck inside the port. Nothing fell off, just got stuck temporarily. Customer was unsure why the instrument got stuck.